Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at the proximal edge of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion is located in the severely calcified mid left anterior descending artery. A 10/3.00 flextome cutting balloon monorail was used to treat the target lesion. During the procedure, after rotablation was performed, predilatation of a 10/3.00 flextome cutting balloon monorail was made. However, it was noted that the balloon ruptured. The ruptured balloon was removed from the patient completely. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion is located in the severely calcified mid left anterior descending artery. A 10/3.00 flextome¿ cutting balloon¿ monorail was used to treat the target lesion. During the procedure, after rotablation was performed, predilatation of a 10/3.00 flextome¿ cutting balloon¿ monorail was made. However, it was noted that the balloon ruptured. The ruptured balloon was removed from the patient completely. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.